Manufacturer narrative:
Device evaluation summary; the service engineer (se) inspected the device and found the ui (user interface) pcb (printed circuit board) burnt. The se replaced the ui pcb, battery, and the bdu (breath delivery unit) power supply. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator had smoke come out from behind the monitor. The ventilator was not in use on a patient at the time the event occurred.